Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.